Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was reutnred, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), the lead was stretched, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt the left ventricular (lv) lead dislodged three times. The lead was not implanted and a competitor lead was used. No patient complications have been reported as a result of this event.